Manufacturer narrative:
Evaluation of the returned cat7 could not confirm the reported rhv fracture. Evaluation revealed that the catheter was fractured near the hub. This damage is likely the reported fracture. If the proximal end of the cat7 is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, the reported damage was noticed after completing a successful pass. Further evaluation revealed bends and kinks throughout the length of the catheter, and the distal tip was damaged. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra products are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 7 (cat7). During the procedure, after completing the first pass, the physician noticed that the aspiration had decreased. Upon inspection, the cat7 was found to be broken at the hub. Therefore, the cat7 was removed. The procedure was completed using a balloon angioplasty. There was no report of an adverse effect to the patient.